Event description:
It was reported that the patient was admitted to the hospital due to syncope. The lead exhibited loss of capture. An x-ray revealed that the lead had dislodged. During the explant, it was noted that tines were missing from the lead tip.